Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
A log file was sent in for evaluation. It was found that there were pump stops and elevated powers on the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed low speed operation events and pump stops; however, a direct cause for the reported event could not be conclusively determined through this evaluation as no product was returned for evaluation. The submitted log file contained relevant data from (B)(6) 2018 to (B)(6) 2018. The pump operated above the low speed limit until (B)(6) 2018 at 21:01:42 when the log file recorded a low speed operation event which progressed into a pump stop. The log file continued to record intermittent low speed operation and pump stoppages for the remaining duration of the log file until the driveline was disconnected at 21:01:58. The patient was connected to their power module during all abnormal pump operation. Based on previous complaint experience, the atypical pump behavior captured within the log files could be indicative of a potential driveline issue. The account submitted a log file which contained data from 2018 showing abnormal pump operation. Multiple requests for further additional information, including patient identifying information and pump serial number and product return status, were requested from the customer; however, no further information provided. The patient remained ongoing on vad support until ultimately expiring on (B)(6) 2020 captured under manufacturer report number 2916596-2020-03139. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.